Event description:
It was reported that an alarm (alarm 30) occurred while attempting to load multiple cartridges. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method for insulin therapy.

Manufacturer narrative:
Device code (B)(4) removed; device codes (B)(4), (B)(4) added.